Event description:
It was reported that the atrial lead exhibited loss of capture and sensing. The pulse generator was programmed to vvi at 40 ppm. The patient tolerated the procedure well.

Manufacturer narrative:
No medwatch form was received.